Event description:
It was reported that continuous glucose monitor displayed malfunction alarm identified by error code 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer performed complete pump reset with guidance from technical support, and after reset pump no longer displayed malfunction alarm, with no additional actions reported.